Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied and water was given.

Manufacturer narrative:
The soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.